Manufacturer narrative:
Pursuant to the acquisition of acmi corporation by gyrus group plc, the decision making criteria for filing mdrs has been re-assessed and modified. A review of all complaints received post-acquisition was conducted. As a result of that review, this report has been determined to meet the revised criteria and is being filed with the agency at this time. Could not confirm the complaint. The device was received in firing position #2, device was very clean, no signs of body fluid residue on device. Distal end of shafts are smooth with no burrs or rough edges observed. The device operates smoothly in both fire positions. Loaded bands onto the device and deployed, each band fired individually as designed. Disassembled the device, no observable defects were noted. Device worked as designed.

Event description:
Device used during a procedure and the tube was torn. The surgeon used another ring to close the tube. No patient injury, patient returned home afterward.